Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary - (B)(4) the full lead was returned and analyzed. The primary analysis finding noted no anomalies were found.

Event description:
It was reported that the lead dislodged twice during implant. The lead was not implanted and was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.